Event description:
Pt stated one site always leaks and has been happening over last couple of months. She also stated 1 needle is bent before she infuses and has to put it in at an angle just to infuse her medication. Unk if md aware. No additional information available. No miss doses reported. Indication: combined immunodeficiency, unspecified; other common variable immunodeficiencies; nonfamilial hypogammaglobulinemia. Needles sure to infuse hizentra at above dose and frequency. Reported to cvs/caremark by pt/caregiver.